Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited a loss of capture at maximum output. It was suspected that the lead had dislodged and a lead reposition procedure was successfully performed. The patient was in stable condition before, during and post surgery.